Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported on a user facility medwatch that the patient underwent a posterior lumbar interbody fusion at l5-s1 with an extension to the pelvis. It was reported that the tip of the driver broke off in the screw head. The tip could not be retrieved and the screw could not be advanced so the screw post was cut off at the bone level. No additonal patient complications were reported.